Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother was advised to uninstall the g5 application, reset smart device, and re-install the g5 application. If the issue persists after taking these steps, replace the sensor.no additional patient or event information is available.